Manufacturer narrative:
Concomitant medical products: pe insert kk/28; catalog#: 4307; lot#: 2338527. Allofit alloclassic shl 56/kk; catalog#: 4247; lot#: 2350550. Ms-30, distal centralizer, cemented, 8/10; catalog#: 0100358010; lot#: 2339492. Femoral head non-skirted 12/14 taper; catalog#: 00801802814; lot#: 60475890. Therapy date: (B)(6) 2020. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left and underwent revision surgery due to implant fracture caused by an unknown incident/injury.

Event description:
It was reported that a patient underwent revision surgery approximately fourteen years post-implantation due to implant fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: b5, d7, d10, h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that the patient underwent an initial surgery on (B)(6) 2006. An unspecified injury resulted in pain and the subsequent x-ray examination confirmed a fracture of the ms 30 stem in the proximal part of the neck. The patient was hospitalized and underwent a revision surgery on (B)(6) 2020. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - x-rays: one undated ap left hip x-ray has been received. On the x-ray radiologically visible neck fracture of the femoral stem. No second view as well as no other x-rays showing the components during the time in-vivo have been received. - surgical report: the undated implantation report has been reviewed, however no conspicuous findings relevant to the reported event have been identified. The revision report has not been received. - no additional patient and medical data has been received due to patient privacy policy. Product evaluation: - visual examination: the fractured stem with mounted cocr head has been received for examination. The ms-30 stem fractured through the neck. The distal fracture part shows roughened and milky appearing surface areas on the medial side with some brownish discolorations. The remaining anchoring surface shows a mixture of scratch marks, brownish discolored areas as well as multiple circular spots on the anterior side. The proximal stem part shows scratches on both, the posterior and the anterior, sides. The head is inconspicuous and well fixed on the stem taper; therefore, the head has not been removed from the stem taper. On the fracture surface of the proximal stem part beachmarks can be seen indicating a fatigue fracture. The direction of the beachmarks indicate a fracture origin at the anteroproximal corner of the neck. The distal fracture surface is highly polished; therefore, the original fracture surface is no longer visible. Macroscopically, as far as visible, nothing that could have triggered or contributed to the fracture could be observed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient underwent an initial surgery on (B)(6) 2006. An unspecified event resulted in pain and a subsequent x-ray examination confirmed a neck fracture of the ms 30 stem. The patient was hospitalized and underwent revision surgery on (B)(6) 2020. Based on the received x-ray and the visual examination of the returned components the reported neck fracture can be confirmed. The visual examination identified a brownish discoloration which points to corrosion. The reason for the development remains unknown. The beachmarks on the distal fracture surface indicate a fatigue fracture. Macroscopically, as far as visible, nothing that could have triggered or contributed to the fracture could be observed. In addition, the quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). The polished area on the proximal fracture surface indicates the contact of the proximal and the distal fracture parts after the fracture. The vertical scratches on the distal fracture part are most likely damages from the revision surgery. The product combination of the used versys cocr head with the ms-30 stem has not been approved by zimmer biomet and therefore classifies as an off-label use. If and to what extent this unapproved product combination contributed to the neck fracture remains unknown. In addition, according to the reported event the patient suffered an unspecified event leading to pain following which the neck fracture was identified. Nevertheless, as no details about this event have been provided a potential involvement remains unknown. Further, no additional medical and patient data have been provided, therefore, contributing patient and/or procedure related factors remain unknown. In conclusion, based on the given information and the results of the investigation, a specific root cause for the neck fracture could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).